Manufacturer narrative:
This part is not approved for use in the u.s., however a like device with part# 8632345, 510k# k991031 and upn# (B)(4) is approved for use in the us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: idiopathic scoliosis procedure: posterior scoliosis fusion levels implanted: th4-l3 it was reported that on an unknown date, the patient underwent a spinal fixation surgery for correction using hooks (for thoracic) and pedicle screws (for lumbar). One week post-op, the hook placed on the most cranial side was backed out. It will be replaced with new one in a re-operation. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.